Event description:
It was reported that there was a system error and channel errors during an infusion of noradrenaline. The pcu was plugged in during the infusion, but power supply was not turned on. At the time of the incident, the device displayed 5 hours of charge remaining. There were 3 lvps attached to the pcu. Noradrenaline was started on channel "a" (s/n (B)(6)) at a rate of 10 mcg/min. The nurse paused channel "a" to decrease the rate of the infusion. The device alarmed and displayed a system error with channel errors and "malfunctions" on all 3 channels. The specific system error code is unknown. It was reported that channels "b" and "c" were not infusing anything at the time; however they also displayed the channel errors, along with channel "a." The nurse obtained a new pcu and lvp and the infusion was restarted. There was no harm to the patient. No medical/surgical intervention was required, nor delay in treatment as a result of the incident. Although requested, no additional patient information was provided.

Manufacturer narrative:
The reported complaint that there was a system error and channel errors during a noradrenaline infusion was confirmed during review of the pcu error log and replicated during testing. ¿ review of the pcu error log showed, on the reported event date and time found, error code 800.8000.0 (general os failure). ¿ review of the pcu event log showed, on the reported event date at 3:46 pm, pump module s/n (B)(6) was programmed to infuse noradrenaline ICU 6mg/100ml (drugid=236) with a dose of 10 mcg/min, vtbi of 95 ml, and a calculated rate of 10 ml/hr. The clinical advisory, ¿for administration via cvc line ¿ not to be administered peripherally¿, was confirmed. O at 3:47:23 pm, the pump alarmed for flo stop open. O one second later at 3:47:24 pm, softkey 14 (start) was pressed to start the infusion. O at 3:56 pm, the pump was selected and softkey 11 (restore) was selected. The dose was changed to 5 mcg/min and the infusion was started. The system error occurred immediately after this state change. System error 255-16-275 was displayed on the pcu and error code 800.8000.0 was recorded in the pcu error log. ¿ bd released a medical device safety notification on (B)(6)2017 informing customers of this issue. ¿ the device was being used for treatment. The root cause of the reported complaint that there was a system error and channel errors during a noradrenaline infusion was identified to be the result of a software anomaly. Sample inspection: an external and internal inspection was performed on the source pcu. The pcu was received with the instrument seal broken. The front case was observed with cracks on the bottom right corner. The red screw behind the front case crack was unable to be removed during disassembly but the front case was still able to come off. The screw/nut insert on the front case was observed damaged/cracked. The threaded nut was observed to be detached from the front case and covered with fluid ingress. The edges of the front and rear cases were also observed with fluid ingress. Log analysis results: review of the pcu error log showed 10 recordings of error code 800.8000.0 on the reported event date and time. Review of the pcu event log showed, the pcu was powered on the reported event date at 3:46:55 pm and attached to 3 pump modules: pump module s/n (B)(6) (channel a), pump module s/n (B)(6)(channel b), and pump module s/n (B)(6) (channel c). A new patient and same profile ¿ICU/theatre¿ were selected. It was reported that channel b and c were not infusing at the time; however, the event log showed channel b was infusing hartmanns (csl) (drugid=167) during the time of the event. At 3:46:55 pm, pump module s/n (B)(6) (channel a) was selected and programming was started for a guardrails drugs infusion of noradrenaline ICU 6mg/100ml (drugid=236) with an entered dose of 10 mcg/min and vtbi of 95 ml. The calculated rate was 10 ml/hr. At 3:47:23 pm, the pump alarmed for flo stop open. At 3:47:24 pm, softkey 14 (start) was pressed and the infusion was started. At 3:47:24 pm, softkey 14 (start) was pressed and the infusion was started. At 3:47:49 pm, pump module s/n (B)(6) (channel b) was selected and programmed to infuse a guardrails IV fluids infusion of hartmanns (csl) (drugid=167) at a rate of 250 ml/hr with a vtbi of 250 ml. At 3:55:25 pm, the pcu was connected to an ac power source. At 3:56:31 pm, channel a was selected. At 3:56:34 pm, the dose was changed to 5 mcg/min. At 3:56:36 pm, softkey 14 (start) was pressed and the infusion was started. The pcu alarmed for/displayed system error code 255-16-275 and recorded malfunction 800.8000.0 in the error log. Test results: the 1503-001-020-r lvp system error 255-16-275 test method (dir 10000360052) was used for error identification and replication. Programming steps found in the pcu event log were followed to replicate the reported event. Results of the test infusion replicated the system error and all attached modules displayed ¿communication error¿. Upon completion of testing, the pcu error log was reviewed and showed an 800.8000.0 error was recorded. Test methods: 1503-001-020-r (00) lvp system error 255-16-275 test method (dir 10000360052) device history review: a review of the device history record showed the device had a manufacture date of (B)(6) /2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, no additional patient information was provided.

Event description:
It was reported that there was a system error and channel errors during an infusion of noradrenaline. The pcu was plugged in during the infusion, but power supply was not turned on. At the time of the incident, the device displayed 5 hours of charge remaining. There were 3 lvps attached to the pcu. Noradrenaline was started on channel "a" (s/n (B)(4)) at a rate of 10 mcg/min. The nurse paused channel "a" to decrease the rate of the infusion. The device alarmed and displayed a system error with channel errors and "malfunctions" on all 3 channels. The specific system error code is unknown. It was reported that channels "b" and "c" were not infusing anything at the time; however they also displayed the channel errors, along with channel "a." The nurse obtained a new pcu and lvp and the infusion was restarted. There was no harm to the patient. No medical/surgical intervention was required, nor delay in treatment as a result of the incident. Although requested, no additional patient information was provided.